Event description:
It was reported that the cylinders of this inflatable penile prosthesis (ipp) were explanted due to buckling. The cylinders were resized, since they were uneven for the patient, and replaced along with the reservoir. No patient complications were reported.